Event description:
It was reported by service report that the side rail was not locking in the up position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: siderail glide rods, siderail bracket.